Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not locking. A field service engineer inspected the device and found the solenoid on the latch was hot to touch. The fse replaced latch with 134714-02, updated firmware, and rebooted. Verified fix via hardware test application (hta) and customer inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager did not lock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.